Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Estimated date of event, it is reported this event occurred in (B)(6) 2015. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of an unspecified vessel was attempted using a starclose se device after an unspecified procedure. Reportedly, following clip deployment, the clip remained stuck to the starclose se device. A second device was used to achieve hemostasis. There was no reported adverse patient sequela. The physician is reported to be trained in the use of the proglide device. There was no reported clinically significant delay in the entire procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Failure to follow steps/instructions. This device should only be used by physicians (or other healthcare professionals authorized by or under the direction of such physicians) who are trained in diagnostic and therapeutic catheterization procedures and who have been trained by an authorized representative of abbott vascular (B)(4). Evaluation summary: the device was returned and the reported clip remained stuck on the distal end of the device was confirmed. Although a conclusive cause for the noted stretched/torn sheath and bent vessel locator wings could not be determined, reported event, including treatment, appears to be related to the operational context of the procedure. A review of the lot history record revealed no non-conformances/exceptions that would have contributed to this event. A query/review of the complaint history of the reported lot did not indicate lot specific product quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the initial medwatch report, the following additional information was received. It was reported that an arteriotomy closure of the right common femoral artery was attempted using a starclose se device with a 6fr sheath after a percutaneous transluminal angioplasty. The safety release mechanism access ports were used to successfully facilitate device removal. Manual arterial compression was applied to achieve hemostasis. The physician has not been trained in the use of the starclose se device. There was no reported adverse patient sequela. No additional information was provided.